Event description:
It was reported that the customer was in a motorcycle accident, which damaged the insulin pump. The customer stated that the car in front of him stopped suddenly and he ran into the back of it. The customer's blood glucose reading was 136 mg/dl after the accident, and then elevated above 220 mg/dl when the customer went to the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with missing segments due to a cracked and bleeding liquid crystal display glass. The case was also severely scratched.